Event description:
During bench repair, it was discovered that the data card could not be plugged in due to bent pins on the processor pca. There was no reported patient involvement/adverse patient impact. This report was generated pursuant to quality plan (B)(4) - quality plan ¿ ecr als service record remediation.